Event description:
A site reported a light anesthesia case due to low vaporizer output. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.